Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 568mg/dl. The fiancee stated that the customer's glucose level was 121mg/dl the night before. The customer woke up in the morning with over 400mg/dl. The customer stated that he was not able to lower his blood glucose, and he was taken to the hospital. Troubleshooting was performed. It was stated that the customer changed the infusion sets after receiving several no delivery alarms. The programming, basals, time, date, daily totals, and bolus history were accurate. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.